Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.

Event description:
It was reported during the pt's scs trial procedure. The physician was unable to insert the epidural needle due to excessive bone fusion in the pt's spine. The trial was abandoned.